Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio opened the device and observed that the w09 power cable was not fully seated on the power module. Physio then reseated the connection which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.